Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2017: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 09-oct-2019, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver dilaudid (hydromorphone) at dose of "2.5". The concentration was reported to be "mg/ml". It was reported that the patient was scheduled for a routine pump replacement. Once the doctor accessed the pump, he "reported an issue to the catheter with kinks and bent collet in the pump segment". The pump segment of the catheter was kinked. The physician decided to replace the pump segment as well as the bent and damaged collet. The pump segment and collet were replaced and the procedure was completed safely. The cause of the event was unknown. There were no reported patient signs or symptoms related to the event. At the time of this report, the issue was resolved and the patient status was "alive-no injury". The patient's weight and medical history were asked but were unknown.